Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 391 mg/dl.

Manufacturer narrative:
Device not returned.